Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator had a rapid drop in the internal battery capacity. The device continued to ventilate. The patient was removed from the ventilator, manually ventilated and transferred to another ventilator. There was no patient harm reported as a result of this event.

Manufacturer narrative:
(B)(4). The battery was returned for investigation. The investigation found that the battery was not operating up to rated capacity. The reported complaint was confirmed.